Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and advised the caller on the necessary steps for returning the faulty pump, including instructions for putting the pump into storage mode and returning it via ups. The caller understood the instructions and acknowledged the receipt of updated software, ensuring their pump's software will be current. The customer will use multiple daily injections as backup therapy until the replacement pump arrives.